Event description:
It was reported that while the hospital staff was preparing a room prior to a case, the s/5 anesthesia monitor sparked when turned on. The staff noted a burnt electrical smell with a small amount of smoke coming from the back of the monitor. The device was not in patient use at the time. The staff proceeded to pull the fire alarm and had the area evacuated. The fire department came to assess the situation and to give clearance to return to the room. The monitor was exchanged with a different monitor for the case to begin. The burnt monitor was taken out of service. A ge field service engineer was called to the site to evaluate the monitor. The field engineer noted that the upi network board (circuit board) was melted. In addition, this particular unit contained two filters on top of one another. There is only supposed to be one filter. The underlying filter was moderately dirty and the top filter partially dirty with lint and dust. The burnt circuit board was replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation results are available. Device serial number is not known at this time. Device manufacture date cannot be provided w/o a serial number.